Event description:
On (b)(6) 2026, Senseonics was made aware of an incident where user experienced sensor inaccuracy. No Injury or Medical intervention was reported.

Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The User reported differences between SG and BG readings. Escalation analysis indicated that the system was working within expectations. However, the User wanted to discontinue use of the system due to the discrepancies and their HCP requested removal of the sensor. Per DMS review, the User was using the system with up-to-date information.